Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture, the lead was "broken in half by being crushed". It was also reported there was high impedance on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.